Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin delivery was suspended. The customer¿s blood glucose level was 101 mg/dl and sensor glucose was 44 mg/dl at the time of the event. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose. It was reported that the sensor glucose value that triggered the suspend on low or suspend before low event was 44 mg/dl and low limit in sensor settings was 70 mg/dl. The devices will not be returned for analysis.